Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00796.

Event description:
It was reported that two pedicle screws broke while being installed during surgery. They were removed and replaced with alternative screws to complete the procedure without reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
UDI: (B)(4). Additional information: (ethnicity), (methods, results, and conclusions) - the returned screw was examined. A visual inspection found that the screw has the tulip head disassembled from the screw shank and has a deformed screw support ring. The likely cause of the disassembly is due to the deformed support ring which could cause the tulip head to dissociate from the shank. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that three pedicle screws broke while being installed during surgery. They were removed and replaced with alternative screws to complete the procedure without reported patient impacts. This is report one of three for this event.